Event description:
It was reported that the patient has experienced "tremendous back pain" due to a nightly test. It appears that the atrial position check that is occurring with the implantable pulse generator (ipg) is making the patient feel this back pain. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965 implantable pacing lead: (B)(6) 2013. (B)(4).